Event description:
Beckman coulter inc. (Bci) technical support department conducted an internal testing on the fc 500 instrument with ups integrated with the data innovations' instrument manger (im). (Data innovations' im is an independently developed system). It was discovered that the integration of the 2 systems creates a potential risk that was not adequately migrated in the labeling and a potential mismatch of sample type, results and pt demographics may occur under certain circumstances: the fc500 software pt name middle initial field allows for one character. Data innovations im middle initial field allows multiple characters. If a "space" is used before the middle initial in the im, the "space" will be recognized as the middle initial in fc500. At results printed at the fc500 will include a pt name with no middle initial. This could lead to a misidentification if only pt name is used as the primary identifier and there were 2 pts printed with the same name (although sample ID 1 would be unique). When pt demographic fields are changed by the user at the fc500, the changes are not incorporated at the im. This could lead to a mismatch of pt demographics. The im does not allow for multiple fluid codes (sample type in fc500) for the same specimen ID (sample ID in fc500). If this situation occurs, the pt specimen information will show the latest fluid code for all samples with that specimen ID. Pt results were not generated in this event, since the event was discovered in-house and no pt samples were tested at the time. There was no affect to pt or user as a result of this event.

Manufacturer narrative:
It was determined that this issue is caused by inadequate labeling: current labeling does not adequately inform the user that any changes to pt demographics must be performed at the lis or the im. Current labeling does not adequately inform the user of the effect of using the same specimen ID with multiple fluid codes. However, current product labeling instructs the user to verify sample ids prior to reporting results out of the lab.